Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported while using the powerglide the needle went through the catheter. The guidewire got stuck inside the patient. May needed ir to confirm if the guidewire was taken fully out. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a stuck guidewire was confirmed and found to be use related. The product returned for evaluation was one 20g powerglide pro device. A gross visual inspection of the returned unit found that the needle was piercing the catheter tubing near the distal end of the tubing. Additionally, the guidewire outer coil wire was partially elongated and had unraveled near the needle bevel. Further inspection under a microscope found that the core wire of the guidewire had fully fractured near the needle bevel. Inspection of the fracture site found a granular fracture surface and narrowing of the core wire cross-section. These features suggested that the guidewire had experienced a strong pull on it, causing tensile stress to develop. The needle bevel was inspected and damage to one side of the bevel was observed, suggesting that the guidewire had come into contact with the bevel. The features observed throughout the investigation suggested that the needle pierced through the catheter tubing while the guidewire was advanced, causing the bevel of the needle to push against the guidewire, creating resistance and ultimately fracturing it. A needle spear through may occur in the clinician setting if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing. This complaint will be recorded for future trending and monitoring purposes.